Event description:
The customer contact reported the device had touchscreen issues. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen was responsive but the key alignment was off-centered. The probable cause was due to fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.